Event description:
It was reported that device detachment occurred. A 6f runway guide catheter was unpacked; however, device was noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.

Manufacturer narrative:
The runway guide catheter was returned for investigation. Inspection of the hub, strain relief, shaft and tip revealed the shaft was kinked just distal of the strain relief. Inspection of the remainder of the device found no other damage or defect. Product analysis could not confirm the reported event as the device was not detached.

Event description:
It was reported that device detachment occurred. A 6f runway guide catheter was unpacked; however, device was noted to be damaged with breakages. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.